Event description:
Patient reported "my mental health is suffering, not getting a conclusive outcome, feeling unwell, chronic fatigue, anxiety, depression, lethargic", "I learned of the recall and this further has affected my mental health with the unknown risks associated", "issues with left breast a few years after surgery", "capsular contraction ¿ hard and sits higher than the other breast", baker grade unknown, "double bubble left breast, minor swelling, sore to touch outer side, discomfort laying". The report of "feeling unwell", "anxiety", "depression", "chronic fatigue" and "lethargic" are not device related. This record is for the left side. The device remains implanted. Explant surgery is not yet scheduled and it is unknown if the explanted device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.